Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast mass, chest injury, breast reconstruction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient experienced a muscle tear under the left breast which caused the left breast to droop. During a consultation with a medical professional, it was suggested that the patient was eligible for breast reconstruction and replacement from saline to gel implants. In addition, the patient had a benign excisional biopsy of the left breast and a benign core biopsy of a solid lesion in right breast. As a result, the patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2005. The date of implantation and event were provided to mentor as a best estimate. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-12410 for the contralateral event.